Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by a nurse that the customer received emergency medical assistance and got hospitalized due to low blood glucose on october 3, 2019 with blood glucose of 40 mg/dl at the time of the incident. The customer was at 446 mg/dl at the time of admission, and 441 mg/dl at the time of the call. The caller stated the customer's blood glucose was uncontrolled and the customer was having issues with the pump. The customer used food, glucose tablets, and was given d50 to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was still hospitalized. The customer had no delivery alarm before the incident. The insulin pump will not be returned for analysis.